Manufacturer narrative:
Internal complaint reference#: (B)(4).

Event description:
It was reported that during an arthroscopy, the twinfix anchor broke. The procedure was completed with a non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference#: (B)(4).

Event description:
It was reported that during an arthroscopy, the twinfix anchor broke. The procedure was completed with a non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H3, h6: ¿the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image found labelling confirming the product identification information. The anchor is still attached to the shaft of the device, and it is fractured on the distal end. There is debris on the device. A visual inspection of the returned device found that it is not in its original packaging. The device has not been deployed, and the anchor is fractured on the distal end. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. No relevant clinical information, nor the device were provided. It is unknown if the broke anchor/fragments were retained inside of the patient. The broken anchor is implantable so, biocompatibility is not an issue. However, we cannot rule out the possibility of micro-motion/migration of the retained anchor/fragments. According to the report, the procedure was completed with a non-significant delay using a back-up device. Since no patient complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. ¿